Event description:
Boston scientific received information that this right atrial lead dislodged resulting in loss of capture, no sensing, and impedance measurements of n/r. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.